Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced jolt sensations around their heart. During a follow up visit, there was no capture or sensing observed with the right ventricular (rv), or right atrial (ra) leads. Chest x-ray showed that both leads had relocated to the superior vena cava (svc), and the implantable pulse generator (ipg) had migrated to the area near the patient's diaphragm. The explanting physician confirmed that implant technique was the cause of ipg dropping and dislodging leads. The patient wanted the device removed, and the system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.